Manufacturer narrative:
Multiple patients were involved in this event; see sids in association with test results. An investigation was performed for false reactive results when using alinity I anti-hbc ii reagent lot number 31590be00. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot is within the established limits and comparable to the historical reagent lot performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot number 31590be00 was identified.

Event description:
The customer questioned alinity I anti-hbc ii results for two samples. (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Multiple patients were involved in this event; see sids in association with test results. An investigation was performed for false reactive results when using alinity I anti-hbc ii reagent lot number 31590be00. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot is within the established limits and comparable to the historical reagent lot performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot number 31590be00 was identified.

Event description:
The customer questioned alinity I anti-hbc ii results for two samples. The following was provided: sid (B)(6) initial result (B)(6) s/co (reactive), repeated (B)(6) s/co (reactive; final assay interpretation reactive). Sid (B)(6) initial result (B)(6) s/co (reactive), repeated (B)(6) s/co (reactive; final assay interpretation reactive). No impact to patient management was reported.